Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl. The patient reports their esophagus had burned out and they were unable to swallow. The patient reports they were not wearing a pod due to being sent an incorrect personal diabetes manager (pdm). Once at the hospital the patient was given intravenous fluids as well as an insulin drip. The patient was prescribed insulin. The patient was released from the hospital after 5 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.